Event description:
It was reported that prior to starting a da vinci si surgical procedure, the customer reported a broken wire on the mega suture cut needle driver instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found a frayed cable. Additional observation not reported by site was derailed grip cable. The frayed grip cable was also found to be derailed at the wrist. The grips were unable to fully open or close. Their movement and functionality were limited. The idler pulley exhibited rim and face damage. The customer reported complaint does not itself constitute a reportable event; however, the frayed cable if to reoccur could cause or contribute to an adverse event.